Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2002 patient presented with chief complaint of pain, intermittent lbp with bilateral buttock pam. On (B)(6) 2003, patient presented with physical examination. Repeated x-rays today, fusion is intact and solid. He has a little degenerative change at 3-4 above his fusion. Review of musculoskeletal system: joint pain. On (B)(6) 2004, patient presented with physical examination. Repeated x-rays today, fusion is intact and solid. On (B)(6) 2004, patient presented with complaint of back and leg pain. Review of musculoskeletal system: joint pain. On (B)(6) 2004, patient underwent CT lumbar spine post-myelogram. Impression: CT of the lumbar spine following myelography shows minimal spondylosis at l1/2 consisting of a minimal left ventrolateral disc protrusion. L2/j shows minor disc bulge. Just below the level of the disc space and continuing to the l3/4 level, there is attenuation of the thecal sac, which is most severe at the l3/4 disc space level. This appears to be multifocal and is likely in part congenital with spinal lipomatosis noted, as well as acquired due to disc bulge and ligamentum flavum hypertrophy at l3/4 and this appears to be superimposed on a relatively small canal congenitally. Disc material bulges mostly leftward as well, in the inferior left neural foramen and laterally there could be some l3 nerve root impingement, 3. Post-surgical changes at l4/5 and there is likely epidural fibrosis within the neural foramina bilaterally. The canal is widely patent. 4. L5/s 1 shows a relatively small canal congenitally with a minimal disc bulge. On (B)(6) 2005, patient presented with lower pain. On (B)(6) 2005, patient admitted with complaint of back pain. Impressions of diagnostic study: herniated nucleus purposes. Spinal stenosis. Procedure: removal of previous instrumentation and reinstrumentation l3 to 5. Decompressive laminectomy l3-4 and posterior lateral and interbody fusion l3-4 and iliac crest bone graft. Preoperative diagnosis: lumbar spinal stenosis with disk protrusion at l3-l4, above previous l4-l5 fusion. No patient complications. Other implants used: screw (4), set screw (6), tlif graft (1), screw (2), rod (2). On (B)(6) 2005, patient discharged with following final diagnosis: lumbar spinal stenosis with disk protrusion at l3-l4 above a previous l4-l5 fusion. Hypertension. Esophageal reflux. Hypercholesterolemia. On (B)(6) 2005, patient presented with physical examination. X-rays were repeated today and he appears to have a solid arthrodesis. On (B)(6) 2005, patient presented with back pain. Review of neurologic: negative straight leg raise. Msrs are symmetrical. Sensory to light touch diminished over the right lower leg, both medially and laterally. He said the numbness medially is not new. Slight weakness in dorsiflexion of the right great toe. Gait is intact at this time. On (B)(6) 2005, patient examined with chief complaint of pain. On (B)(6) 2006, patient presented with physical examination. Repeated x-rays today, ap, lateral of his lumbar spine. These reveal his fusion and instrumentation are intact. On (B)(6) 2007, patient presented with physical examination. X-rays are repeated today, ap and lateral of his lumbar spine, which reveal his instrumentation is intact and his fusion looks solid in both levels. I do not see any significant change at l5-s1 below his fusion. On (B)(6) 2007, patient examined ttp lumbar paraspinous muscles. Impression: acute lumbar strain with exacerbation of chronic back pain. On (B)(6) 2007, patient underwent physical examination. MRI showed significant disc protrusions at l2-3 above his previous fusion. He also had an l1-2 left-sided protrusion. Reviewed x-rays today, ap, lateral of his lumbar spine, which shows instrumentation is intact and his fusion is intact. I don't see any obvious problems at adjacent levels. Impression: l2-3: right posterolateral cranial extrusion displaces the right l3 root. Small right foraminal cranial extrusion exerts mass effect on the right l2 dorsal root ganglion. Although the thecal sac is substantially reduced in volume, this is primarily due to scalloping from dorsal epidural fat. Ll-2: small left protrusion displaces the intraspinal l2 root. No central canal stenosis. No remarkable findings status post pup at l3 through l5 inclusive. On (B)(6) 2007, patient presented with pre-operative diagnosis of lumbar radiculopathy. Procedure performed: left l2-3 translaminar epidural steroid injection with epidurogram. On (B)(6) 2007, patient underwent radiographs. Impression: looking back over his study, it looks like he may have a foraminal protrusion at l5-s1 causing an l5 nerve root compression. I am unsure why michael has not gotten better. On 12 dec 2007 patient underwent CT post myelogram. Mild left lateral recess stenosis at l1-2. Impression: left lateral extradural impression ll-2 narrowing the left lateral recess. Concentric waisting at l2-3 with a paucity of intrathecal contrast, denoting moderate to high grade central spinal stenosis. Postsurgical changes l3-4 and l4-5 as above. On (B)(6) 2008, patient presented with significant back pain and bilateral lower extremity pain. On (B)(6) 2008, patient presented with pre-operation diagnosis: status post previous l3 to l5 fusion with spinal stenosis at l2-3 and l12 with disc protrusion at l1-2. Procedure performed: disengagement and removal of portion of previous segmental instrumentation. Decompressive laminectomy at l12 and l2-3, with redo laminectomy of l3. Posterolateral fusion at l1 to l3, with expedium instrumentation utilizing local bone, allograft, and bone morphogenic protein. Review of musculoskeletal system: significant for well-healed midline lumbar incision. He has decreased flexion, mild spasm. He has mild sciatic tension findings bilaterally. Impression: spinal stenosis, disc herniation l1-2 and l2-3 above previous l3 to 5 fusions. Per-op notes: placed new pedicle screws at l1 and 2 by first drilling the posterior cortex, probing with a blunt probe, finding the pedicle and then palpating to verify no broach of the pedicle, tapping and then placing appropriate length screws at l1 and 2. Then the transverse processes and lateral gutters and previous fusion masses were decorticated bilaterally. Bone morphogenic sponges around autogenous graft were then packed over this area bilaterally. Two rods were selected and contoured and attached to the pedicle screws. The set screws were then tightened and torqued to appropriate torque. Additional local bone and 60 cc of allograft were packed over the bone morphogenic protein sponges bilaterally. A lateral x-ray was obtained and verified appropriate positioning of the pedicle screws. No patient complications. Other implants: screws, rods, set screws. On (B)(6) 2008, patient discharged. On (B)(6) 2008, patient underwent physical examination. On exam, his wound has overall healed nicely with only minimal swelling. He is neurologically intact. X-rays: x-rays were reviewed today. Ap and lateral of his lumbar spine. This reveal his instrumentation to be intact and in good position and he has abundant bone graft material. On (B)(6) 2008, patient underwent physical examination. On exam, his wound is well-healed. He is neurologically stable. I do not discern a great deal of sciatic tension findings. X-rays: we repeated x-rays today of his lumbar spine, which reveal his instrumentation is intact and his fusion appears to have consolidated very nicely. On (B)(6) 2008, patient presented with chief complaint of back pain. Quality of the pain is described as aching, burning, cramping, shooting and tingling. Review of musculoskeletal system: gout. Review of psychiatric system: depression, anxiety disorder. Impression: failed back surgery syndrome. Neurologic exam: normal strength 515 for hip flexion, knee extension, knee flexion. He has radicular symptoms. He has tenderness and loss of rom. There is no evidence of a focal neurologic deficit on today's examination. The patient had a MRI of the lumbar spine that reveals spinal stenosis, neuroforaminal stenosis and bulging discs at l2-3, l3-4 and l4-5. Treatments to date include nsaids, corticosteroids, pain medication, physical therapy and home exercise. He is stable at this time. He has chronic pain which requires opiate therapy. I will continue conservative pain management. Chronic pain syndrome; with the above conditions, I believe that opiate therapy is reasonable. I have discussed with the patient the narcotic agreement and consent for chronic opiate therapy. The goals of therapy are to increase his function, and improve quality of life. I have reviewed the tn prescription monitoring program and believe it is reasonable to prescribe narcotic medications. He is doing quite well on his medications. On (B)(6) 2008, (B)(6) 2009, patient presented with chief complaint of back pain. Quality of the pain is described as aching, burning, cramping, shooting and tingling. Review of musculoskeletal system: gout. Review of psychiatric system: depression, anxiety disorder. Impression: failed back surgery syndrome. He has radicular symptoms. He has tenderness and loss of rom. There is no evidence of a focal neurologic deficit on today's examination. The patient had a MRI of the lumbar spine that reveals spinal stenosis, neuroforaminal stenosis and bulging discs at l2-3, l3-4 and ia-5. Treatments to date include nsaids, corticosteroids, pain medication, physical therapy and home exercise. He is stable at this time. He has chronic pain which requires opiate therapy. I will continue conservative pain management. Chronic pain syndrome; with the above conditions, I believe that opiate therapy is reasonable. I have discussed with the patient the narcotic agreement and consent for chronic opiate therapy. The goals of therapy are to increase his function, and improve quality of life. I have reviewed the tn prescription monitoring program and believe it is reasonable to prescribe narcotic medications. He is doing quite well on his medications. On (B)(6) 2008, patient underwent physical examination. On exam, his back motion remains limited. He remains neurologically intact. X-rays: we repeated x-rays today. Ap and lateral of his lumbar spine. He appears to have complete consolidation of his fusion. On (B)(6) 2008, patient underwent physical examination. On exam, his back motion is decreased. He remains neurologically intact. He is tender diffusely in his lumbar spine. X-rays: x-rays were repeated today, ap and lateral of his lumbar spine. His fusion looks intact and his instrumentation is intact. On (B)(6) 2010, patient presented with chief complaint o back pain. The patient describes their pain as an aching and a dull sensation. Review of musculoskeletal system: denies: joint swelling, limitation of motion, muscle cramps, back pain, back spasms, painful joints, stiffness, leg cramps, head pain, neck pain, shoulder(s) pain, hip(s) pain. Lumbosacral spine: inspection/palpation: no lesions or deformities, paraspinal musculature is nontender to palpation range of motion: spine range of motion normal. Review of neurological examination: mental status examination: orientation: grossly oriented to person, place and time. On (B)(6) 2010, patient presented with chief complaint of back pain. Review of musculoskeletal system: lumbosacral spine: inspection/ palpation: no lesions or deformities, paraspinal musculature is nontender to palpation. Range of motion: forward flexion to ankles and full extension backwards. Muscle strength/tone: paraspinal muscle within normal limits, able to walk on toes and heels, squat and get back up without assistance. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time. Gait and station: normal gait, able to stand without difficulty. On (B)(6) 2010, patient presented with chief complaint of back pain, leg pain. The pain radiates into the right leg to the ankle. The patient describes their pain as an aching, a shooting, and a throbbing sensation. He states that his lumbar pain is worse especially at night. Review of musculoskeletal system: lumbosacral spine: inspection/palpation: no lesions or deformities, paraspinal musculature is tender to palpation. Stability: no subluxations present. Range of motion: spine range of motion forward flexion to mid-shin and extension 10 degrees. Muscle strength/tone: paraspinal muscle within normal limits. Tests/signs: straight leg raise test negative bilaterally. Right lower extremity: inspection: no edema present, no ecchymosis present. Joint stability: joint stability within normal limits. Range of motion: range of motion normal, no joint crepitations present, no pain on motion left lower extremity: inspection: no edema present, no ecchymosis present. Joint stability: joint stability within normal limit. Range of motion: range of motion normal, no joint crepitations present, no pain on motion. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time motor examination: rle strength: hip flexion 5/5, knee extension 5/5, doriflexion 5/5, toe extension 5/5 lle strength: hip flexion 5/5, knee extension 5/5, doriflexion 5/5, toe extension 5/5. Reflexes: rle: knee reflex 2+, ankle reflex 2+, ankle clonus absent. Lle: patellar reflex 2+, ankle reflex 2+, ankle clonus absent gait and station: normal gait, able to stand without difficulty on (B)(6) 2010, (B)(6) 2011, patient presented with chief complaint of back pain. The patient describes their pain as an aching sensation. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time. Gait and station: normal gait, able to stand without difficulty. On (B)(6) 2011, (B)(6) 2012, patient presented with chief complaint of back pain. The patient describes their pain as an aching sensation. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time. Gait and station: normal gait, able to stand without difficulty. Review of musculoskeletal system: lumbosacral spine: range of motion: flexion to mid-shin, extension of 15 degrees. On (B)(6) 2012, patient presented with chief complaint of back pain. Review of musculoskeletal system: lumbosacral spine: range of motion: flexion to ankle, extension of 10 degrees, pain aggravated by extension. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time. Motor examination: rle strength: hip flexion 5/5, knee extension 5/5, dorsiflexion 5/5, great toe extension 5/5. Lle strength: hip flexion 5/5, knee extension 5/5, dorsiflexion 5/5, great toe extension 5/5. Reflexes: rle: patellar reflex 1+, ankle reflex 1+, ankle clonus absent. Lle: reflex 1+, ankle reflex 1+, ankle clonus absent. Gait and station: normal gait pattern, able to walk on toes, heels, squat and return. On (B)(6) 2012, patient presented with chief complaint of back pain. Review of neurologic system: mental status examination: orientation: grossly oriented to person, place and time. Gait and station: normal gait, able to stand without difficulty. On (B)(6) 2012, (B)(6) 2013, patient presented with chief complaint of back <(>&<)> leg pain. The patient describes their pain as an aching, a shooting, and a cramping sensation. Review of musculoskeletal system: lumbosacral spine: inspection/palpation: no lesions or deformities, paraspinal musculature is tender to palpation, midline surgical scar. Stability: no subluxations present. Range of motion: flexion to knee, extension of 10 degrees. Muscle strength/tone: paraspinal muscle spasm present, paraspinal muscle tone within normal limits. Tests/signs: straight leg raise test negative bilaterally, ely's test is positive for rectus femoris muscle tightness. Right lower extremity: inspection: no edema present, no ecchymosis. Joint stability: hip is stable, knee is stable, ankle has normal stability. Range of motion: no joint crepitations present, no pain on motion, full rom. Left lower extremity: inspection: no edema present, no ecchymosis. Joint stability: hip joint is stable, knee joint is stable, and ankle is stable. Range of motion: no joint crepitations present, no pain on motion, full rom. Review of neurological system: mental status examination: orientation: grossly oriented to person, place and time. Speech/language: communication ability within normal limits, voice quality normal, articulation of speech normal, no aphasias present. Motor examination: rle strength: hip flexion 5/5, knee extension 5/5, knee flexion 5/5, plantar flexion 5/5, dorsiflexion 5/5, great toe extension 5/5. Rle motor function: tone normal. Lle strength: hip flexion 5/5, knee extension 5/5, knee flexion 5/5, plantar flexion 5/5, dorsiflexion 5/5, great toe extension 5/5. Lle motor function: tone normal. Gait and station: antalgic gait pattern, able to walk on toes, heels, squat and return with mild difficulty. Cerebellar function: finger-to-nose-to-finger testing normal bilaterally. On (B)(6) 2013, patient underwent magnetic resonance imaging scan of the lumbar spine w/o and w. Radiculopathy conclusion: partial fusion of the l1-2 and l2-3 disc spaces and near complete fusion of the l3-4 and l4-5 disc spaces. There is severe disc desiccation and severe narrowing of the l5-s I disc. There is also bulging of the l5-s I disc. The bulging disc, ligamentum flavum hypertrophy, and facet overgrowth cause severe spinal stenosis and severe bilateral foraminal stenosis. Reversal of the normal lumbar lordosis most likely due to lumbar muscle spasm. Not mentioned above, are possible disc herniations at t10-11 and t11-12 which are not fully evaluated. Thoracic MRI may be useful to exclude herniations at these levels. Not mentioned above, there are multiple bilateral areas of increased signal within the bilateral kidneys on the t2 weighted images most likely renal cysts.